Event description:
It was reported that the patient experienced a hypoglycemic event while using the ilet, with device and fingerstick readings in the 60s and 50s mg/dl, respectively, and treated with oral glucose tablets followed by a sugared beverage, after which glucose rose to approximately 94¿100 mg/dl and the patient felt better and went to bed. Symptoms included hypoglycemia with shaking and tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device-related problem or implicated component. Findings were not available to establish a device malfunction or user-related factor. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.